Event description:
It was reported that the implantable neurostimulator (ins) was depleting really fast. They had noticed a surprising drop in battery level over a short period of time. The patient was implanted in september prior to the date of this report. They had seen an increase in replacements due to rapid depletion. Further follow-up is being conducted. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial # unknown, product type extension; product ID neu _unknown_lead, lot # unknown, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).